Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a sensor error prior to inaccurate readings. When the parent took a fingerstick the cgm reading was 12.0 mmol/l and the blood glucose reading was 20.0 mmol/l. After the parent calibrated the device, the patient experienced dizziness and vomiting. The patient was brought to the hospital by the parent. At the hospital the patient received intravenous treatment with insulin ¿for diabetic ketoacidosis¿ according to the parent. When a fingerstick was taken the blood glucose reading was 21.0 mmol/l. The patient was discharged the day after the event and the blood glucose reading was 11.0 mmol/l. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
When the parent took a fingerstick the cgm reading was 12.0 mmol/l and the blood glucose reading was 20.0 mmol/l and when the parent tested ketones these were showing an unknown high result.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statements in the initial MDR, "when the parent took a fingerstick the cgm reading was 12.0 mmol/l and the blood glucose reading was 20.0 mmol/l. After the parent calibrated the device, the patient experienced dizziness and vomiting." H2 correction.